Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 426 mg/dl. The customer had symptoms such as heartburn, feeling tired and thirsty. Customer treated with manual injection. Customer's blood glucose value was 435 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Customer also reported blood at sensor insertion site. Troubleshooting was performed and customer was advised to change the infusion set, reservoir, insulin and insertion site. Customer did not mention if the auto mode feature was active at the time of high blood glucose event. The product was not returned for analysis.